Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure for an acute appendectomy, after the device was fired across the appendix base, there was a part of the device that was retained in the patient. The foreign body was consistent with the plastic on the device. The foreign body was removed by re-firing across the appendix base using a different stapler from another manufacturer.